Event description:
During pre-test, the nurse tested if the brush was properly attached to the cable. The brush fell off. She put the brush and the cable back in the package and took a new one. The event occurred prior to use. There was no pt involvement.

Manufacturer narrative:
Evaluation: 4 x rcb-180-d devices of lot number c477693 were returned to cook (B)(4) for evaluation. The devices were returned in their original packages and were all opened on receipt. Device # 1, 2 and 4: on evaluation of the returned device, one brush head was attached to the coiled wire/brush shaft. Rcb-180-d is a double ended brush. The second brush head was broken off. The brush head which had broken off from the end of the brush shaft was also returned. On examination of the bristle of the brush head, it did not appear to have been used in an endoscope; however, this cannot be conclusively determined. All parts of the device were returned for evaluation. Device # 3: on evaluation of the returned device, one brush head was attached to the coiled wire/brush shaft. Rcb-180-d is a double ended brush. On examination of the bristles of the brush head, it did not appear to have been used in an endoscope; however, this cannot be conclusively determined. The second brush head was broken off. The brush head which had broken off from the end of the brush shaft was not returned. All parts of the device were not returned for evaluation. The reported occurrences were confirmed as the brush heads were broken. A review of the device record has been conducted. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: the customer complaint was confirmed as the brush heads were broken; however, the cause of the complaint could not be conclusively determined as we were unable to replicate the conditions of use in the lab. However, we can provide the following comments: the rainbow endoscopic cleaning brush is intended for cleaning upper and lower gastrointestinal endoscope with instrument channel diameters between 2.8 mm and 4.2 mm. This cleaning brush is supplied non-sterile and can be sterilized following the instructions for use. The cleaning brush is reusable if its integrity remains intact. The following info was received: the brushes were broken and there was no pt contact. Prior to distribution, all rainbow endoscopic cleaning brushes are subjected to inspection to ensure device integrity. Corrective action: no corrective action is warranted at this time because this report represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.